Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed, based on the customer report, and the cause was determined to be use error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell on the homechoice (hc). The technical service representative (tsr) explained the air alarm and the home patient (hp) had already cycled the power to the system error 2367. The tsr instructed the hp to disconnect and close all clamps. The hp had left a clamp open on the unused line. The hp would call the registered nurse (rn) about the alarm and use new supplies. There was patient involvement. No patient injury or medical intervention was reported.